Event description:
Meter name: surestep enhanced. Strip name: lifescan surestep strips. Meter code: unknown. Strip code: unknown. Strip storage: good condition. Stored correctly. Symptoms: none. A patient reported they were unable to get any readings on the meter. Their meter allegedly would only prompt error 1 message. Issues no resolved. The result on their meter was unable to test. There was no comparison. Not treated. No further information has been reported.